Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump battery could not be charged. Additionally, it was reported, that the pump touch screen was unresponsive. Customer's blood glucose was 510 mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer. However, the customer did not respond to follow up attempts.